Manufacturer narrative:
This report is for an unknown mini anchor. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: martti vastamäki et al, 2007, "distal biceps tendon repair using a free tendon graft", finnish journal of orthopaedics and traumatology (sot) vol. 30, finland. The study objective was "long -term clinical and biomechanical results in 15 patients after repair of chronic biceps tendon tear using an analogous tendon graft". The patients evaluated on course of this study: this study consists of all males and the mean age of the patients at surgery was 45.4 years. The operative delay from the primary trauma to the index surgery averaged 7.3 months. The follow up examination on average 10.6 years after surgery included completing a questionnaire, biomechanical testing, x-ray imaging of the elbow, and clinical examination. The mean arc of elbow motion was 0-132 degree, pronation 83 degree, and supination 79 degree. The maximal peak torque, compared with the contralateral side, was 83% in supination, 92% in pronation, as well as the maximal static elbow flexion strength 94%. The devices involved were: two mitek gii anchors were used/mentioned for each patient in the literature article. Complications mentioned in the article were: two of the patients developed some heterotopic ossification. From the review of the article it can be concluded that subjective result of surgery was excellent in 7, good in 7, and fair in one heterotropic ossification case. Single incision technique using suture anchors and an autologous tendon graft yields satisfactory permanent results in treatment of chronic distal biceps tendon injuries.